Event description:
This information was received through literature article "indications and outcomes of transjugular intrahepatic portosystemic shunt insertion in two regional australian hepatology centres,¿ published online 23 april 2024, in the internal medicine journal. This is a retrospective, dual-center study of 48 predominantly male patients with a median age of 56 years undergoing transjugular intrahepatic portosystemic shunt (tips) procedures between january 2017 and march 2023. The aim of this study was to explore the demographics, indications, outcomes and complications in patients undergoing tips procedures. One gore® viatorr® tips endoprosthesis with controlled expansion was deployed in most procedures. The main indication for tips were refractory ascites and failure of secondary prophylaxis. The article reports that three patients required urgent umbilical hernia repair shortly post-tips with no prior history of umbilical hernia.

Manufacturer narrative:
Literature citation: commins, n. Et al. (2024) ¿indications and outcomes of transjugular intrahepatic portosystemic shunt insertion in two regional australian hepatology centres,¿ internal medicine journal, 54(8), pp. 1302¿1309. Doi: 10.1111/imj.16384. Patient information derived from demographic data provided in the article. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.